Event description:
It was reported that the arctic sun device temperature could not hold. The temperature could not be maintained and requested for repair.

Manufacturer narrative:
The reported event was unconfirmed as the problem could not be reproduced. The root cause of the reported issue could not be determined. It was found that the device was working fine. No repairs were needed. The arctic sun 5000 passed all the performance tests calibration and the electrical safety tests. The unit was ready for use. It was unknown whether the device was influenced by the reported failure however the device had met specifications for the reported issue during the evaluation. The investigation indicated that the reported issue was not manufacturing or supplier related. Therefore a device history record review was not required. Per investigation a labeling review was not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device temperature could not be hold. The temperature cannot be maintained. Requested for repair.